Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be exhibiting loss of capture at maximum outputs and high out of range pace impedances. The impedances were greater than 3000 ohms. A revision procedure was then scheduled as the lead was suspected to be fractured. This rv lead was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer which confirmed the high pacing thresholds and high impedances. No additional adverse patient effects were reported.